Event description:
It was reported by service report that the footboard was not working and there was a low battery code displayed on the footboard. The nurse call back up 9 volt battery at the head end was dead and needed to be changed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.